Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-04086/ 05385/ 05388/ 05390).

Event description:
Patient underwent a left shoulder arthroplasty and post implantation experienced 1 mm of glenoid radiolucency in zones 1, 3, and 8, pain, and impingement. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - md hybrid glenoid base 4 mm, catalog#: 113954, lot#: 079860; comprehensive nano humeral pps 40 mm, catalog#: us-115740, lot#: 427500; versa-dial 54x21x64 humeral head, catalog#: 113063, lot#: 822680; pt hybrid glenoid post regenerex, catalog#: pt-113950, lot#: 502730. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a left shoulder arthroplasty. At the 3-month post-operative visit, patient reported pain, biceps tendon rupture, and impingement which resolved by the 1 year post-op visit. No revision has been reported to date.